Event description:
There are numerous documented cases of clear care lens cleaning solution with peroxide causing the corneal burns. Mine is no different than the rest. I looked at the box when I purchased the product, there is no red warning label on the front. There are warnings on the bottles but before you pick up the bottle to squirt the solution most people by nature remove their lenses at which point I couldn't see the warnings. It's like a cruel hoax. It felt like someone had put (B)(6) in my eye, my eye instantly became red and very irritated accompanied by pain that I have felt equalled few times in my life. It was 30 mins before I could get the lens out. I tried drops, ice packs, nothing helped. I even considered going to the hospital. Eventually my eye swelled shut, 48 hours later I look like I have conjunctivitis. I am still experiencing halos when I look at lights and photo-sensitivity when outside. Clear care is not safe and should not be sold over the counter. Dates of use: (B)(6) 2015. Reason for use: to clean contact lenses. (B)(4).